Manufacturer narrative:
Intermittent button response was noted due to flattened dome switch on the act button. The device was received with cracked case on display window corners, minor scratched lcd window, and cracked reservoir tube lip. Lcd connector was inspected and no anomaly was noted. This MDR related to the (B)(4)m manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the keypad is unresponsive, and sometimes requires multiple presses. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.